Manufacturer narrative:
A ge svc rep performed an on site investigation. The faulty software directory was identified and repaired. The sys was then found to be operating as intended.

Event description:
The customer reported the sys displayed a "visualization exited unexpectedly" error message. This message will result in a sys lockup scenario. No report of pt injury.